Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 103 mg/dl. She retested using another meter and received a reading of 36 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer stated that she felt hypoglycemic when she received the low reading. She did not require outside medical attention. The customer was advised to return her test strips for evaluation. Replacement test strips were sent to the customer.